Event description:
The customer reported that when the nurse tried to flush the blood tubing set, the nurse noted that some of the red blood cells had leaked and formed a clot on top of the drip chamber. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 0 positive blood bag and 250ml baxter bag ndc 0338-0049-02 lot number y275909 exp jan 20 0.9% sodium chloride. The report of a leak on the top of the drip chamber of a blood set was confirmed. Initial visual inspection did not reveal any obvious damage or abnormalities about the set. Functional testing showed a leak at the insertion point of the tubing to the top of the drip chamber. The root cause of the leak was insufficient solvent application at the engagement of the tubing to the top of the drip chamber cap during set assembly.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that when the nurse tried to flush the blood tubing set, the nurse noted that some of the red blood cells had leaked and formed a clot on top of the drip chamber. There was no patient harm.